Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system (sds), was returned for analysis. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified with the hypotube shaft. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. A 2.75 x 28 synergy mr drug eluting stent was advanced for treatment. However, during deployment, the shaft break. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending artery. A 2.75 x 28 synergy mr drug eluting stent was advanced for treatment. However, during deployment, the shaft break. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.